Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. The device was placed on a charging pad however the device did not power on. Evidence of fluid ingress, corrosion on the captouch foam, was found after inspecting interior components. Due to fluid ingress the device will need to be scrapped.

Event description:
It was reported that an ilet pump exhibited an unresponsive sleep/wake button, would only illuminate while on a charging pad, intermittently powered off, and contained leaked insulin within the device, preventing normal startup without the charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user, including review of a submitted video. Investigation of this case revealed an electrical problem consistent with a key or button not working, associated with the sleep/wake switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.